Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaks during their (B)(6) 2018 treatment using the fresenius liberty select cycler and cassette. The patient reportedly received the air detected in cassette message and m75 volume error warning during fill 4 of their treatment, and upon canceling their treatment and removing the cassette there was fluid leaking in the cassette door. After following up with the peritoneal dialysis nurse (pdrn), it was learned that there were no adverse events, injuries or medical interventions as a result of the event. The patient had reportedly switched to a competitor¿s pd products, and has resumed their subsequent treatments without issues. The cycler was returned to the manufacturer for evaluation, and the cassette was reportedly discarded.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During setup phase of the post-ast 2 hour 15 min 8500 ml simulated treatment, an lf30 (hb make sure hb is on ht tray and unclamped) message occurred and the treatment was cancelled. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replaced with a clean filter. Ast test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. The second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. The system air leak test passed. The valve actuation test passed. The mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.